Manufacturer narrative:
Evaluation summary: one large and one small calcar planer were returned. The instruments have grinding marks and the blade tips are rounded. The manufacturing dates appear to be from the early to mid 1990's, indicating potential device usage of over 10 years. Due to the nature of these instruments, it is probable that normal wear and tear will cause a dulling of the sharp cutting edge. H6: evaluation codes: results and conclusions: as returned, both calcar planers are dull. Manufacturing documentation was reviewed and appears to be conforming. The small planer has a potential field age of approximately 13.5 years and the large planer has a potential field age of over 16 years. Both planers met print specifications where measured.

Event description:
It is reported that the calcar planers were so dull they may have contributed to an intraoperative fracture of the femur.